Manufacturer narrative:
The customer care solution center representative verified the issue with the customer over the phone. No onsite service was requested and none was provided. There was no device malfunction of the equipment that would require evaluation by a qualified service provider. The customer forwarded the logs to the customer care solution center representative, who forwarded them to q & r for review. . This information was provided to the customer by the customer care solution center representative. The customer was requesting assistance in obtaining retrospective data. The customer did not allege a device malfunction. A review of the provided alarm logs from the central station indicated that on (B)(6) 2014 for p535 from 16:22:52 until 16:32:23, there were 5 ***arts high and 2 ***desat alarms annunciated and several of which were silenced at the central station. This information was provided to the customer by the customer care solution center representative. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Event description:
The customer was requesting assistance in obtaining retrospective data. The customer did not allege a device malfunction. This is being reported as a serious injury. No further information is available.